Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. Visual inspection confirmed that the dispersion wire had fractured, confirming the complaint. A small amount of dried biomatter was observed on the distal end of the dispersion wire. While the presence of biomatter may suggest difficult anatomy during use, examination of the fracture site revealed a rough break with no evidence of wire twisting. These findings indicate that the fracture was not caused by patient anatomy. The investigation determined that the most probable root cause was a material defect in the dispersion wire. The dispersion wire is supplied by an external supplier.

Event description:
The customer reported that the metal pin broke during a varicose vein procedure. The procedure was finished using a new unit. During an in-office examination, we found the distal part of the wire separated. There was no patient harm or injury reported.